Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to 06/04/2021.

Manufacturer narrative:
H10: the actual device was not available for evaluation. The visual inspection of the provided video showed one product during treatment. A dialysate fluid leak was observed on the header area. The reported condition was verified. The cause could not be determined. The visual inspection of the second photo showed blood on the dialysate side and due to broken. There was no blood visible on the outside of the housing. The second picture indicated an internal blood leak. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B4/f8: date of this report in MDR follow up #1 is being corrected from blank to 06/24/2021.

Manufacturer narrative:
Facility name: (B)(6) medical center. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with two units of polyflux 140h dialyzers, a fluid leak from the upper part of the polyflux 140h housing was observed and an external blood leakage was observed on the second unit. There was patient injury or medical intervention associated with this event. No additional information is available.